Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure and the initial implant attempt to place the right ventricular (rv) lead, significant resistance was experienced and the rv lead could not be advanced into the cardiac chamber. It was noted that the patient had superior vena cava stenosis. The rv lead was not implanted and replaced. After removal of the rv lead, separation of the metal wires was observed at the distal defibrillation coil. In order to implant a new rv lead, repuncture and changing of the vascular angle access was required. The implant procedure was completed successfully. No patient complications have been reported as a result of this event.